Event description:
It was reported that during implant, the right ventricular lead perforated the muscle and the patient's blood pressure dropped. A pericardial effusion was noted on the echocardiogram. The patient remained on in the hospital for several days post implant to receive intravenous medication. The lead remains in use. The patient is part of an (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.